Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "rupture" of the syringe, while injecting juvéderm® voluma¿ with lidocaine. No patient impact.